Manufacturer narrative:
This report is submitted on january 15, 2021.

Event description:
Per the clinic, the patient experienced pain following a magnet dislodgement during an MRI on (B)(6) 2020. Surgery to reposition the magnet was completed (specific date not reported). The implanted device remains.